Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: tgu373710/10486283.

Event description:
On (B)(6) 2012, the pt was implanted with two conformable gore tag thoracic endoprostheses. On (B)(6) 2013, an additional procedure was performed whereby a conformable gore tag thoracic endoprosthesis was implanted. Additional info has been requested.